Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at a nominal pressure for 30 seconds. The device was removed without any problems, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluation by manufacturer: the coyote balloon device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at a nominal pressure for 30 seconds. The device was removed without any problems, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.